Manufacturer narrative:
Fourteen (14) 6 fr angio-seal vip was returned for evaluation. The returned sample included packed devices with each component. The two devices were randomly selected and subjected to evaluation. The devices were visually inspected and found to have been in unused condition. No signs of damage or deformation to the device components were identified. Functional testing was performed by setting and deploying the returned device. The hemostasis sheath and carrier tube were assembled and inserted into the vessel model. The device was set to the forward lock position and then set to the fully rear-locked position. The anchor, suture, and collagen were deployed. The device worked as intended. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a right femoral artery (rfa) access 5 fr pinnacle precision for uterine fibroid embolization (ufe) procedure. Closed rfa utilizing proglide device. At discharge the patient had severe right groin pain radiating down the right leg so the md opted to do a re-look angiogram. The lfa access obtained was with a 5 fr pinnacle precision and a diagnostic angiogram was performed. They opted to close the left femoral artery with 6 fr angio-seal. Resistance was noted and the sheath was unable to be removed. The md opted not to cut at this point. The sheath was manipulated in multiple directions and was finally able to free up the sheath, so they proceeded with tamping and final closure. A 3 cm hematoma was noted on the left groin. Manual pressure was applied and resolved. Ultrasound was done the next day, performed on the left groin area and site appeared stable. The doctor noted that the drag/resistance was noted when pulling the sheath back after rear-locking or the sheath gets stuck. Estimated blood loss was less than 250 ccs. Patient was stable and discharged home. Closure failed and manual pressure was applied. The event occurred intra-operative. The procedure outcome was successful.